Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the rf wand stopped working during the case. Foot pedal swapped and started working again then stopped. Turned crossfire on and off again and started working ok.

Event description:
It was reported that the rf wand stopped working during the case. Foot pedal swapped and started working again then stopped. Turned crossfire on and off again and started working ok.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: item code: 0475100000i. Serial number: (B)(6). Description: crossfire ii console kit. Test result: passed. Fault reported: rf wand stopped working during the case. Foot pedal swapped and started working again then stopped. Turned crossfire on and off again and started working ok. Please investigate. Fault found: was not able to replicate the fault. Device failed power output testing. Crossfire didn't recognize expired probe or shaver. Action taken: replaced power board and tested. Replaced receptacle board. Replaced front board and re- installed software 1.1.10. Tests: functional test, quality inspection procedure (qip), electrical safety test (est), soak test electrical safety test. Calibration number: n/a. This item has been repaired and fully tested as per the manufacturer's quality inspection procedure (qip). The item has been deemed repaired and fit for use by a fully trained stryker engineer. Stryker UK certifies that this product has undergone the following: extensive incoming inspection and analysis. Any maintenance and/or repair work carried our using stryker certified components. In-process and final quality inspections performed in accordance with iso 9001 and iso 13485 standards. Probable root cause: hardware failure. Software error due to hardware failure. Damaged receptacle board. Damaged power board. Front board failure. Loose flex cable. Damage to console during shipping/ handling. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.